Event description:
The customer reported the on/off power button was not working. The pt was under anesthesia. The case was cancelled and rescheduled the following day. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system, and could not duplicate the problem. The system was then tested, and met all product specifications.